Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 48 mg/dl which has been treated. Customer also stated that they were getting sensor signal connection error. Customer was assisted with troubleshooting with sensor signal and established communication with the transmitter. No product will be returned for analysis.